Event description:
On 11/30/99, the manufacturer (MFR.) Rec'd a report via fax from the distributor that states the following: on 11/23/99, the facility's materials mgmt dept informed the distributor that the plastic piece at the bottom of the needle separated on two (2) occasions. The facility's rep stated that no specific dates or pt info was available. No further details were provided.